Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Link assist device is not consistently releasing headset when customer presses the release button. Then, when customer slides the grey portion back into the blue base of device, it unintentionally releases the headset. No adverse event reported. A request was made for the return of the device.